Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting the patient in the lips and nasolabial folds with one syringe of juvederm ultra plus. The next day, the patient experienced "severe bruising and redness" along the nasolabial folds that the injector suspects to be a "vascular occlusion." The patient was treated with hylenex, cortisone and aspirin 4 days later. The symptoms are ongoing.